Event description:
The technician alleged that the side rail end tube is broken in half and the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail end tube to resolve the issue.